Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply, high voltage cable, and motor relay pcb. System operates as intended.

Event description:
Customer reported the system is not switching to mag 1 mode and there are problems with the vertical lift motor. No pt injury was reported.